Manufacturer narrative:
Corrected data: in review, it was noted that in the initial MDR report, the field "g4" was inadvertently populated while it should have been kept empty since a comment addressing the "g4" had already been added in the section h10 of the initial MDR. Therefore, the information is being corrected in this supplemental MDR report. Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: nov 17, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed no defects or assembly issues with the returned simplicity handpiece. A customer provided photo was reviewed and evaluated by the subject matter expert (sme) in which the mark (alleged defect) was observed and seemed to be paracentral (out of the visual axis). However, the nature of the mark and its potential clinical impact on visual function cannot be determined from a video assessment. The complaint issue was confirmed, however cannot be confirmed to be related to manufacturing from a video assessment and therefore no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Date of event: unknown, not provided. Implant date: unknown, information not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporter phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack was found at the optic of the intraocular lens (iol) after the lens was implanted. It was indicated that the tip of the plunger rod may have hit the lens and caused that. The iol was not removed and it remains implanted to date. The patient is under observation as reportedly the patient¿s corneal endothelium was originally small. The doctor is concern about the impact on visual acuity of the patient. There was no patient injury reported. No further information was provided.